Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was experiencing painful shocking sensation from the stimulation. Prior to calling the caller had turned therapy off with the patient remote. The caller confirmed that therapy was off at the time of the call. The caller turned therapy on and the patient reported feeling a cold sensation down his legs and more painful sensation in the stomach. When asked when this issue began the patient reported that this has happened since implant but usually turning therapy off resolves the issue. The caller stated that the date and time on the patient remote were incorrect, tss reviewed how to change the time and date. Managing md: dr. (B)(6) in (B)(6) the issue was not resolved through troubleshooting. Tss reviewed information about therapy and directed the caller to follow-up with a physician for further evaluation.